Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part # 03.010.065, synthes lot # 4723104, supplier lot # na, release to warehouse date: (B)(4) 2004, manufactured by synthes (B)(4), no ncr's were generated during production. Device history review: review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during an expert tibial nail insertion procedure on (B)(6) 2020, the drill bit made contact with nail while drilling for the proximal screw. The device was checked after the procedure and showed everything was correctly aligned. The procedure was successfully completed with two (2) minutes surgical delay. There was no patient consequence. Patient status is unknown. Concomitant device reported: unknown screws (part # unknown, lot # unknown, quantity unknown). This report is for one (1) 8.0mm/4.2mm drill sleeve 200mm. This is report 1 of 6 for (B)(4).